Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose. The blood reading at the time of the call was 485mg/dl. The father stated that the customer had been hospitalized for several occasions in the past months. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that the cannulas were often bent and crimped. Ran a fixed prime test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.